Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified an internal driveline issue that could have contributed to the reported pump stops, which were confirmed through the evaluation of the submitted system controller log file. The submitted log file revealed several pump stops and low speed hazard/advisory events on 08dec2019 from 07:30:03 pm through 09:41:04 pm (the terminus of the log file). These events occurred while the system controller was connected to both a power module and 14 v li-ion battery power. It was reported that the patient underwent a pump exchange on (B)(6) 2019. (B)(6) was returned assembled with the driveline severed approximately 3¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 35.5¿. The internal portion of the driveline revealed metal braided shield breakdown adjacent to the pump housing and approximately 8¿, 10¿, and 15.5¿ from the pump housing. The exterior portion of the driveline revealed further breakdown approximately 19.5¿ from the metal connector, with minor breakdown noted along the remainder of the external portion. Visual inspection of the underlying wires revealed breaches in the black, brown, and yellow wires approximately 10¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors from any two wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the pump stops and low speed events observed in the submitted log file. The investigation also identified a red deposition loosely seated adjacent to one of the inlet stator¿s blades. This deposition did not significantly obstruct the flow of blood and was soft, but it revealed some tissue-like structure. The deposition was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form within the pump. The exact origin of this deposition and the duration for which it was present within the pump could not be conclusively determined through this evaluation; however, no issues related to flow were reported and it was not likely to have contributed to a flow or functional issue during support. A direct correlation between this finding and the reported events could not be conclusively determined through this evaluation. Additionally, this evaluation revealed that the protective wrap surrounding the driveline leads to the motor capsule appeared cracked, and manipulation of the leads caused several of the cracked pieces of the wrap to break off. Further, corrosion was noted surrounding the electrical pins on the motor capsule. A specific cause for these findings could not be conclusively determined through this evaluation, and a direct correlation with the reported events could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17oct2013. The heartmate ii lvas instructions for use (IFU), lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Further, section 6 entitled patient care and management¿ outline indications of driveline damage as well as how to respond to such events. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pump stops on (B)(6) 2019 from 7:30pm onwards. These appeared on both the power module and on batteries, and was believed to be linked to an issue with the percutaneous lead. It was suggested to immobilize the lead to prevent further interruption in support. A phase to phase short was later confirmed and pump stoppages were occuring on battery power. A low speed hazard was also reported. Healthcare providers were unable to ascertain if the short was within the internal or external portion of the percutaneous lead. The patient continued to have intermittent pump stops during movement, coughing, patient transfer, etc. And therefore a pump exchange was performed on (B)(6) 2019.